Event description:
A us distributor contacted zoll to report that the patient had wounds from previous chest tubes and that the lifevest was squeezing the area. There was no alleged device malfunction contributing to the irritation. The wounds were reported by the patient's nurse, but there is no indication that the patient received medical intervention for an irritation caused by the lifevest. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.